Event description:
It was reported that the cstat 3000 system would not boot up after a power outage. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The hard drive was re-seated during the service call. The sys was found to be working as intended and put back into service.